Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other seven proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a heavily calcified common femoral artery was attempted with a proglide device using the pre-close technique with a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred. Seven other proglide devices were attempted and cuff misses occurred with each. The sheath was upsized to 18f and the evar procedure completed. Hemostasis was achieved with a cut down and surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4) - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.